Event description:
It was reported that the lead was explanted due to a lead malfunction. No further information is available regarding the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.